Manufacturer narrative:
Manufacturer ref# (B)(4). Investigation is still in progress.

Event description:
Description of event according to the initial reporter: there is mention of a separation between a thoracic device ((B)(4)) and fenestrated device for the patient.

Manufacturer narrative:
Manufacturer ref# pr350402 summary of investigational findings: this complaint is opened to address the following information. ¿there is a mention of a separation between a thoracic device (zteg 2p-38-127-us) and fenestrated device for patient f0729¿. Visceral branch was implanted on (B)(6)2011 and was noted to have a disconnection of the thoracic extension from the main body graft on the 6-year imaging dated (B)(6)2016. It is reported that the patient was last contacted on (B)(6)2017. Per additional information it is noted "we then added the thoracic component, which was a 38 x 152. This was deployed into the tortuous segment of the thoracic aorta without taking the final curve. The coda balloon was used at the joint between the endovascular graft with branches in the thoracic component. We then placed a 24- 55 distally. We added a second component to increase the overlap. The coda balloon was again used at the joints and the seals." Review of device history record gave no indication of the device being produced outside of specifications. Cta, angiography and non-contrast CT were provided and reviewed by an imaging expert. Per the findings in the imaging review "the distal zteg was progressively extracted from the cmd. The extraction was the result of progressive aortic lengthening. The zteg sealing stent position in the graft remained stable. From the sealing stent to the ca, the aortic length increased from 114mm to 170mm. The lengthening increased the curve angulation from 83 to 122 degrees." And "a single zteg was implanted after the cmd. It was not oversized relative to the cmd" and "the distal thoracic aortic angulation occurred superior the diaphragm. The lung could not prevent the anglulation from growing to the right of midline." Based on these findings the imaging reviewers impression is "progressive thoracoabdominal aortic lengthening slowly extracted the zteg from the cmd." And "angulation progressed from 83 to 122 degrees at the zteg/cmd overlap. This contributed to separation by increasing displacement forces on the endografts" and "the zteg was not oversized relative to the cmd. This may have hastened separation." The additional information provided is unclear, but it is assumed that it describes the procedure when the zteg 2p-38-127-us was implanted. Therefore, the mentioned 38 x 152 is assumed to be the 38-127 complaint device this is supported by imaging review as no 38 x 152 device is mentioned. It is also assumed that the 24 x 55 device is not related to the overlap between the zteg/cmd as the diameter is 24 and the diameter of the zteg and proximal part of the cmd is 38 mm. No information about treatment of the separation is provided. A drawing of the cmd is provided and the diameter of the proximal end of the cmd is 38 mm, which is the same as the zteg complaint device. According to instruction for use (IFU) oversizing of at least 10 % is recommended and sizing outside of this range can result in endoleak, fracture, migration. Furthermore, the overlap between the zteg and cmd at implantation has angulation of 83 degrees. IFU states that "landing the proximal and distal ends of the device in parallel aortic neck segments without acute angulation (>45°) or circumferential thrombus/calcification is important to ensuring fixation and seal." Based on the provided information and findings in the images it is difficult to give a single cause for the separation. Angulation in patient anatomy, aortic lengthening and no oversizing between zteg and cmd are potential contributing factors for the separation. Cook will reopen the investigation if further information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.